Event description:
It was reported by the clinician that they experienced difficulty during the removal of the smartseal sheath. The smartseal did not break apart and had to be cut. Once it was cut, they had to peel and then cut again and continue peeling until it was totally removed. This added 25 mins to a normal 15 minute procedure. They also had a considerable amount of examination time to ensure nothing was left in the pt. There were no pt complications reported. The clinician noted the same issue allegedly occurred approx a week ago, but has no details on the event.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. Following investigation the event was determined to be a result of a product malfunction, therefore it is reportable. The reported complaint of difficulty with the smartseal sheath removal could not be confirmed since no sample was returned for eval. Based on the info provided and the fact that no sample was returned, the potential cause for this issue is undetermined.